Event description:
A report was submitted noting the extension was implanted, but out of service, and there was partial explant of the lead. No additional information provided at this time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 3708240 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2006. Brand name: pisces-quad; product ID: 3487a-33 (lot: v007621); product type: 0200-lead; implant date (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying the report of the extensions being out of service and partial lead explant by stating there were high impedance issues on all but two contacts. The cause of the issue was unknown. Actions taken to address the issue was they left the orphan leads in place per the physician recommendation and two new leads were replaced on (B)(6) 2025. The issue was resolved and therapy was restored optimally.

Manufacturer narrative:
Continuation of d10: product ID 3708240 serial# (B)(6) implanted: (B)(6) 2006 product type extension product ID 3487a-33 lot# v007621 implanted: (B)(6) 2006 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.